Event description:
While servicing the device, the philips bench technician discovered the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact.